Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 6.5, lab: 2.1. Time between tests: minutes. Pt's therapeutic range: 2.0 - 3.0 inr. Last dose of coumadin: day before testing.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.5, reference: 2.1, mean: 4.30, confidence limits: 2.4 - 6.1. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Previous testing on retained strip lot #276744 revealed that result comparisons met accuracy criteria (see below). Root cause of complaint could not be determined. Investigation results for retained strip lot #276744: (B)(6): 1st inr: 3.8, 2nd inr: 3.5, 3rd inr: 3.6, ref: 3.02, bias threshold: 2.02 - 4.02. (B)(6): 1st inr: 3.5, 2nd inr: 3.8, 3rd inr: 3.7, ref: 3.51, bias threshold: 2.51 - 4351. All replicates for both donors are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). This complaint issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.